Event description:
Customer states the chair will not power off. Customer alleges no injury has occurred.

Manufacturer narrative:
(B)(4) - model tdxsiv-2, serial number/date (B)(4) is approximately 1 year 10 months old. The owner's manual part number 1154294, was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer was contacted for additional information. In speaking with the reporter, it was learned that she currently is using in walker in place of the powered wheelchair. Additional detail on medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.